Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was dehydrated and likely irritated their heart causing ventricular tachycardia (vt). As are result, the patient was shocked by their implantable cardioverter defibrillator (ICD). It was noted that the patient is non-compliant with their medications and hydration. The patient was hospitalized, and an electrocardiogram and ICD interrogation was performed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dehydrated and likely irritated their heart causing ventricular tachycardia (vt). As are result, the patient was shocked by their implantable cardioverter defibrillator (ICD). It was noted that the patient is non-compliant with their medications and hydration. The patient was hospitalized, and an electrocardiogram and ICD interrogation was performed. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was dehydrated and likely irritated their heart causing ventricular tachycardia (vt). As are result, the patient was shocked by their implantable cardioverter defibrillator (ICD). It was noted that the patient is non-compliant with their medications and hydration. The patient was hospitalized, and an electrocardiogram and ICD interrogation was performed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dehydrated and likely irritated their heart causing ventricular tachycardia (vt). As are result, the patient was shocked by their implantable cardioverter defibrillator (ICD). It was noted that the patient is non-compliant with their medications and hydration. The patient was hospitalized, and an electrocardiogram and ICD interrogation was performed. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.